Event description:
It was reported that lead dislodgement was found. Leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.